Event description:
Channel 'b' tubing being changed, dopamine gtt. Infusing pump would not take new tubing(door would not close). Pt's systolic blood pressure dropped to 60's. Pump immediately charged out & drips restarted w/ stabilization.